Event description:
It was reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began to charge while the customer was troubleshooting with technical support, and the customer declined further troubleshooting.